Event description:
Patient with non- ischemic cardiomyopathy s/p heartmate 3 lvad on (B)(6) 2025. Afternoon of (B)(6) 2025, she developed abrupt loss of lvad flow. She was brought to the operating room for intubation and tee. Tee demonstrated the lvad inlet to be well positioned but no apparent flow into the pump.